Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after an magnetic resonance imaging (MRI) procedure their pulse has "been running low and it keeps coming up with an error". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.